Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had longevity calculations from 10 years to 3 years remaining in a span of a week. Also, patient had huge hematoma, endocrine and bleeding issues. A request was made to have data from this device analyzed. Data analysis confirmed the high-power consumption is correlated with right atrial (ra) pacing. This could be due to a gate oxide failure in the ra pacing channel. Such malfunctions cause high power consumption, odd lead impedance results, lead corrosion and other potential symptoms. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had longevity calculations from 10 years to 3 years remaining in a span of a week. Also, patient had huge hematoma, endocrine and bleeding issues. A request was made to have data from this device analyzed. Data analysis confirmed the high-power consumption is correlated with right atrial (ra) pacing. This could be due to a gate oxide failure in the ra pacing channel. Such malfunctions cause high power consumption, odd lead impedance results, lead corrosion and other potential symptoms. This crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.